Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zso-7-7 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Note* device has been indicated to be sent for return, however the device will not be returned to cirl and has been confirmed as lost. Document review: as the lot number of the device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl.. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zso-7-7 devices. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to high force being applied to the stent as it was being straightened with the straightener. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When they were pulling the stent inside of the loader, the stent would kink and was not allowing the wire to go through the stent. The procedure was successfully completed with another device of the same type. ID any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. For all complaints, ask: does the complaint relate to: -observation prior to patient contact. Device placement, device removal, observation prior to patient contact. What was the target location for the stent? Bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. -stored on an or / ercp cart in the operating room. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? G47612. Was the wire guide lubricated prior to use? N/a, yes, no -yes. Was the wire guide inspected for damage prior to use? N/a, yes, no -yes. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no -yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no -n/a because they did not place the stent, they did do a sphincterotomy though. If yes, please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no -n/a. If not with the device in question, how was the procedure finished? Another device of same type. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure\ as the device failure or was it scheduled for another day? N/a, same procedure, another day. N/a were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no -no. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: -n/a. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. If other, please specify. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. Was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no. After placement, was stent position verified? N/a, yes, no. If yes, please describe how. Please estimate the amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? N/a, yes, no. If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient was the broken device retrieved? N/a, yes, no if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no if yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed.